Event description:
Report received of an underdelivery. The pump was received in the biomedical engineering department with an unsigned note that read: "pump malfunctioning". The pump was tested in the biomedical engineering department and reportedly underdelivered. There was no tracking information available (nurse, patient, or location). There was no reported adverse patient event. Though requested, there was no further information available.